Event description:
The tip of the polarus long drill bit broke off inside the bone while drilling. Tip was left inside, and used as a screw for the rod.

Manufacturer narrative:
(November 23, 2004 conversation with (FDA): user's report which had wrong part number recorded. Acumed mfg report submitted 09/27/04 had corrected part number on it, but this causes date entry challenges at FDA's contractor, resulting in incorrect number showing up on records. He recommended resubmitting a new MDR separate from user report, whenever there is a part difference.)